Event description:
The event involved a 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave¿ clear, nanoclave¿ stopcock, 0.2 micron filter, spin luer where the customer reported that at 0010 the nurse went to move the IV pole and noticed that it was wet. The customer then inspected tubing and noted that it was the morphine cont. Line that was leaking. When the new line was primed, they noticed that the new tubing was also leaking. They primed another set and that one was not leaking. There was patient involvement; the patient was irritable due to lack of morphine or being under hypothermic protocol. The customer reported 2 incidents.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
Received two used ac136 ext sets for inspection. No defects or anomalies noted. Each used set was leak tested per product specifications. There was leakage from the connection of the male luer of the stopcock to the female luer of the distal tubing on each set. Examination of the bond showed an incomplete insertion. The reported complaint can be confirmed. The probable cause is due to incomplete insertion during manual assembly of the manufacturing process. Corrected information can be found in d8 - was device serviced by third party? And in d10 and health effect - clinical code.